Event description:
The customer called technical support (ts) reported that the device has touchscreen issues. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer confirmed that the touchscreen is not operating fine. She had calibrated the touchscreen many times, but it does not stay calibrated. The rse recommended touchscreen replacement and provided the part number and pricing. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Multiple attempts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter. A review of service history found no parts were ordered or service requested and the case was closed. A supplemental report will be submitted if new information is received.